Event description:
It was reported that during a puncture into a vein and during the introduction of the guide in the arm of the patient, the guide can't advance in the vein. First try was not successful because the guide remained stuck into the puncture needle. Once removal done (needle + guide), the user noticed that the guide was damaged. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied three photos showing a lidstock and an unraveled guide wire inside the introducer needle. The guide wire appears to be unraveled and shows evidence of use, but it cannot be determined without the sample to evaluate. A probable cause of the guide wire unraveling cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit warns the user "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire unraveled was confirmed through examination of the customer supplied photos. The image showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during a puncture into a vein and during the introduction of the guide in the arm of the patient, the guide can't advance in the vein. First try was not successful because the guide remained stuck into the puncture needle. Once removal done (needle + guide), the user noticed that the guide was damaged.